Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs but was not able to reproduce the issue in-house. In system logs, the 282 error was found indicating presence pin 2 fault on the usm carriage. This confirms the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the presence pins were inspected, and no faults could be identified. As a result of these findings, fa concluded that the presence pins were consistent with the reported event and are the potential root cause for this issue. The complaint was confirmed based on system logs, but the reported fault was not reproduced by fa. The probable root cause is attributed to instrument recognition issues with presence pins from the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, an intuitive surgical, inc. (Isi) clinical territory associate (cta) called in to report that the camera retracted up into the cannula during use. The camera was on the universal surgical manipulator (usm) arm 3. An isi technical support engineer (tse) found some errors 282 and 31009 for arm 3. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint. The fse found no visible damage to pins on universal surgical manipulator (usm). The fse replaced the usm for customer satisfaction. The fse also replaced multiple grip pads on the master tool manipulators. The grip pads were scrapped items and will not be returned to isi. The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.